Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Olympus company representative and customer service agent reported they had a 19 gauge needle that would not retract. According to the report, the users were able to pull the needle out of the scope without damaging the scope and there was no death, injury or infection related to this event. The issue was found during a diagnostic endoscopic bronchial ultrasound with fine needle biopsy procedure. The intended procedure was completed using a similar device. Per the report, there was a delay of approximately 10 minutes (the time to realize it was not working and the time it took to get the replacement). No patient harm was reported. No user injury reported .

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation. A visual inspection on the device in the as received condition was performed. Inspection found no visual indication of any damages. The connector section of the handle was normal, as the stylist was still intact. Inspection verified the stopper on the scale was attached to the device. Functional testing was performed. Testing performed by pushing the lever to unlock the needle adjuster and pushed the needle slider in the distal direction until it stopped. The needle was extended and identified a portion of the stylist wire was present at distal end of the needle. However, was unable to retract the needle back inside the sheath. It was verified the sheath was loose as it able to be pushed and pulled which exposed the needle. The sheath adjuster knob was turned counterclockwise and verified the sheath adjuster knob moved smoothly. The sheath adjuster knob was moved far as possible, and the sheath adjuster knob was tightened by turning it clockwise. The connecting-slider was moved back and forth smoothly with no issues. An additional inspection performed following the initial evaluation provided above confirming the sheath under the protector boot had some play and could be easily manipulated by manually sliding it back and forth. To reiterate, inspection findings were that the needle was bent at the distal end, and there was some play in the sheath under the protector boot. No other defects or failures were found. The observed loose sheath is likely a result of snap lock failure, indicating a potential manufacturing error. Therefore, the device has been sent to the product team for further investigation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the snap lock had disengaged from the sheath indicating a possible manufacturing error. The likely root cause has been determined to be a manufacturing error caused by human error (man ¿ missed in process verification step). The following is included in the instructions for use: "before use, prepare and inspect the instrument as instructed. Should any irregularity be observed, do not use the instrument; use a spare instead."(page 6); "always have a spare instrument available in case the primary instrument malfunctions." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.